Event description:
Lab results were reported for the wrong patient: a patient was admitted to the ed with kidney pain. The physician's assistant assigned to the patient noted that troponin levels were reported on this patient, but were not ordered. The physician's assistant notified the lab immediately of the error. The troponins had actually been drawn for another patient admitted to the ed on the same day for a cva. There was no delay in treatment for that patient.investigation revealed that the laboratory results produced in cerner laboratory software system were resulted correctly, and the siemens his software system also resulted correctly. However, when resulted out in the picis ed pulsecheck (ibex) system, the results were for the wrong patient.lab and radiology orders are entered through ed pulsecheck, and are sent via our openlink interface engine out to our siemens his system, where an order number is assigned and communicated back to ed pulsecheck via openlink. The order is also transmitted to the siemens radiology and cerner lab along with the respective order information via openlink. Once the orders are resulted, siemens radiology and cerner lab send results back via openlink directly into ed pulsecheck as well as our his system concurrently.the vendor has stated they have infrequently encountered this same issue with other customer sites. This confirms that the incorrect posting of result to the wrong patient account was due to ed pulsecheck. The incorrect posting seems to have occurred where ed pulsecheck did not recognize where the previous lab transaction terminated and took the adt information from the next radiology result that hit the interface at the same time, causing the incorrect posting.the vendor, picis, has applied a fix to insure the transactions are accurately being read by the application so this would not happen again. This has been the only incident that we have identified here, but again the vendor has experienced this issue infrequently at other customer sites.